Event description:
Patient was on a ventilator that was operating on internal battery for 2 1/2 hours, then it gave low battery alarm. When user plugged the ventilator into ac power, it shut down without alarm. After the ventilator shut down, user powered it on again and there were no error messages on the screen at that time. Patient was unconcious when family member went into the room to check the alarm and had to be manually ventilated by ambu bag. Family stated that it is unknown whetehr the ventilator caused unconcious or she has been already unconcious regardless proper ventilation.